Event description:
The customer reported that the system displayed a high milliamp warning error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the previous configuration files. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.